Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation loss of capture was noted on the left ventricular lead. A subsequent chest x-ray revealed that the lead had dislodged from the coronary sinus. No interventions were reported. The patient was asymptomatic.

Event description:
New information received notes that the left ventricular (lv) lead was explanted and replaced. The physician suspected that dislodgement was related to significant weight loss in patient. Patient condition was stable.